Event description:
The physician reports that, the crystalens trailing haptics tore at the hinge when delivering the lens using the staar surgical microstaar lens injector system. Delivery was attempted with a second crystalens, however the haptic tore as well. Intervention was performed intraoperatively to enlarge the original incision, remove the damage lens and suture the incision. A third crystalens was implanted successfully and the pt's prognosis is excellent. No loss of best corrected visual acuity and no damage to the lens capsule. Reference MDR # 2031924-2007-00405.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system.